Event description:
An end user called in to report three (3) hours after changing his device he noticed blood in his pouch. The end user stated he removed the pouch and found a small cut near the tip of the stoma, about 3 mm long, from which there were small drops of blood and noticed a sharp edge on the inside where the pouch film is welded to the flange. The end user stated the bleeding stopped in less than 5 minutes and when asked the end user stated he did not feel any pain or other sensation during that period of time.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he tried contacting his urologist and his pcp, but was unable to reach either one. The end user stated he feels fine now, was advised check pouches prior to application and not to use any pouch that did not feel smooth. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.